Event description:
I use a dexcom g6 gcm. When I removed the sensor after 10 days I had a red rash underneath the adhesive patch. The rash is in the outline shape of transmitter holder. I have been using dexcom since (B)(6) 2019. FDA safety report ID # (B)(4).